Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. There is a possible association between the patient's bowel surgery and the peritonitis event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. Plant investigation: as the device was not returned, a physical evaluation could not be performed. At this point in the investigation, a definitive conclusion regarding the cause of the reported incident has not been reached. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. During the initial report, it was noted that the patient was experiencing drain complications and cloudy effluent while performing peritoneal dialysis therapy. Therapy was discontinued and the patient was advised to notify their nurse of the event. The following day, the patient went to the hospital to get their catheter repositioned and they were diagnosed with peritonitis. The cause of the peritonitis was unknown. It was noted that leading up to this event, the patient had undergone bowel surgery for a hernia. The patient had subsequent draining issues following the surgery due to adhesions/blockages around the patient¿s catheter. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for the peritonitis event. After five days in the hospital, the patient was discharged and reported to have recovered from the peritonitis. The patient's effluent is no longer cloudy. Peritoneal dialysis therapy and vancomycin treatment remain ongoing. There was no missed peritoneal dialysis treatments as a result of the event. Additional information was requested but was unavailable.